Event description:
It was reported that during a remote follow up, oversensing due to noise resulting in inappropriate mode switching was noted on the right atrial (ra) lead. Abbott technical support was contacted, the session records were analyzed, and the oversensing was suspected to be due to myopotentials or electromagnetic interference (emi). Provocative testing was performed and the noise was unable to be reproduced. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.